Event description:
Spontaneous communication, patient's mother reported both legacy pumps (serial number: (B)(4)) were beeping with no error message. She tried changing to new batteries and turned off/restarted the pumps. The issue did not get resolved. Advised mother to try a new cassette (with a different lot number). She confirmed that the new cassette worked, and the pump started working. Lot number of defective cassette: 4235222. Per mother, said she had the same pump issue about 2 weeks ago but it started working again so did not report at that time. Dose or amount: treprostinil 65 ng/kg/min. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.